Manufacturer narrative:
On july 15, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device and the injection reservoir, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. No leak sites were confirmed and there were no difficulties to aerate/fill the device. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., device photos, videos). Please confirm the correct device was returned in the pre-labeled return kit. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: tissue expander could not be filled. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast prosthesis implantation surgery on (B)(6) 2020, a 250 cc mentor tissue expander could not be filled intraoperatively. As a result, another tissue expander was utilized without any issue. No patient consequence or adverse event was reported.